Event description:
Patient undergoing tracheostomy for respiratory insufficiency. Following sterile prep with duraprep and drape of the patient's neck, skin incision made with electrocautery. At this point in time, it was noted that sparks and flames occurred under the right side of the patient's drapes adjacent to ambu bag. It involved the beard and hair of the right side of the patient's head. Flames extinguished immediately. The patient was assessed and appeared to have first and second degree burns involving the anterior neck, right side of face, and back of head as well as to the posterior aspect of the right arm. The patient was re-prepped and draped. Shiley tracheostomy tube was placed and tube was inflated. The patient tolerated procedure well. Plastic surgery was called to evaluate patient's burns.